Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing leaked chemo during priming. The nurse was priming methotrexate on the med room and noted a leak. The leak occurred in the area of the tubing that had been covered in the paper. There was no patient harm or impact.